Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately went into backup mode. Additional information was requested but not yet received.

Manufacturer narrative:
Additional information: b5.

Event description:
Addition information received indicated that the issue was discovered in clinic. The patient was asymptomatic. The implantable cardioverter defibrillator was restore to regular parameters.